Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2023, the patient experienced loss of connection. The patient was feeling incoherent and lost control of his leg. He screamed, fell, and could not stand up. His roommates found the patient unconscious. They treated him with oral glucose gel/tablet. No paramedics were called, and the patient was not taken to the hospital. At the time of the report the patient was fine. There was no bg (blood glucose) nor cgm (continuous glucose monitor) values reported during the entire event. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - clinical code - e0122 movement disorder.